Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported that a hematocrit saturation color chip failure occurred and failed to calibrate. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.